Manufacturer narrative:
(B)(4). An actual sample was received for evaluation. A visual inspection was performed to the set and the results were not satisfactory; all components were present, in the right position and complete. The set was submitted for an underwater pressure test and the roller clamp was found to be defective because leakage into the assembly was observed with the guide tube closed. The sample was then submitted for a pull test (B)(4) and none of the components separated. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) a buretrol solution set in which the roller clamp was defective; does not close. The condition was identified during set-up before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.